Event description:
Same patient as MFR# 2134265-2011-02598. It was reported that multiple unspecified taxus stents were implanted in the obtuse marginal coronary artery on an unspecified date. Following implants, late stent thrombosis and myocardial infarctions occurred.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).